Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database indicated there had been no other use after expiration incidents reported for this lot. Based on the reviewed information, no product deficiency was identified. Additionally, it should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: note the use by date.

Event description:
It was reported that on (B)(6) 2014, the 2.75x33mm xience prime stent implant was successfully deployed without any reported device or procedure issues. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. However, it was later noted that the stent implant was deployed past its labeled expiration date (B)(6) 2014. There was no additional information provided.